Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
During tka surgery, lateral condyle fracture was found after ps box cut. The procedure was progressed as it is, alignment of the femoral component shifted and the tibia became varus.